Event description:
Healthcare professional through distributor reported capsular contracture baker grade unknown. Later, healthcare professional through distributor reported "pain", "rigidity", and capsular contracture baker grade iii. Treatment: analgesics, anti-inflammatories, cream. This record is for the right side. Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error-off label use, capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6; b5; d6a; d6b h6; h11; reason for reoperation: capsular contracture, baker grade iii

Event description:
Device has been explanted.